Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump alarmed compromised forced sensor. Her blood glucose was 290 mg/dl. She said that she was trying to change her set when she received the compromised forced sensor alarm. During prime rewind troubleshooting, the customer stated that the insulin is squirting out during the manual prime process and that the alarm is occurring. She stated that the drive support cap is sticking out. The customer was advised that insulin pump would need to be replaced, to discontinue use of the pump and to revert to the back-up plan per her doctor¿s orders. The customer was advised that the possible cause of the compromised forced sensor alarm was that the forced sensor occurred during seating and that it did not detect the reservoir. She declined troubleshooting for high blood glucose and said that she treated by bolusing with the pump. The pump will be returning for analysis.